Manufacturer narrative:
Product has not yet reached the investigation site for eval. Once investigation is complete, add'l info will be provided with a follow-up report. Serial number for the product is not yet available.

Event description:
Customer stated that the handpiece heated up at the end of a procedure for a spinal tumor. They completed the procedure. There was no medical intervention required an no delay in the procedure. There was no adverse events reported.